Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that one year following an intraocular lens (iol) implant procedure, the patient experienced noticeable decrease in contrast sensitivity and a feeling of fog in the front of the eye. A yag laser procedure was performed but the symptoms remained. After additional examination of the lens by the doctor, glistening was detected in a significant amount. Another lens was implanted but it also has glistening. Additional information received states there were two yag lasers performed but the patient's symptoms remained. Information on clinic has been requested but not provided yet.

Manufacturer narrative:
The product was not returned. The provided photos were evaluated by a company representative. Evaluation of provided photos: nine photos were provided for this case. One of the photos is using very low magnification and only the iol with diffractive rings is visible. The remaining eight photos show a medium sized optic section directly illuminating the central portion of the iol through a dilated pupil using high magnification. Within the area of the iol that is illuminated by the slit-lamp beam there appears to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles. Refractile particles located on the front or back surface of the iol are typically deposits from the aqueous humor. Particles within the body of the iol are referred to as microvacuoles. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).